Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient's pacemaker sent out an alert for patient notifier delivered without any cause. The notifier was delivered for atrial lead impedance out of range. There were no lead impedance out of range or any other electrical anomalies. The patient was asymptomatic and will continue with regular follow-up to further monitor the case of incorrect measurement.